Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, ptosis, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 225cc mentor smooth round moderate profile saline breast prosthesis on the right side, suffered deflation, capsular contracture; baker grade IV and ptosis grade IV, post-operatively. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel implants on (B)(6) 2019.

Manufacturer narrative:
On 12/4/2019, mentor became aware that the following information was erroneously omitted from the initial report: the best estimate of date of implantation based on the manufacturing date of the lot number was 4/24/2004. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/16/2019, the mentor failure analysis lab has received the device for evaluation. On 11/8/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the device a crease was noted on anterior aspect. Also a tear was observed within the crease measuring approximately 0.1 cm. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Concomitant device: (left) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 5530140. Manufacturer¿s reference number: (B)(4).